Manufacturer narrative:
Gtin # not available. Phone: (B)(6). The device has not yet been returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported that during the operation, when the surgeon released the stent and the "transfer rod was disarticulated", after finishing transfer rod to deliver found the stent only release 1/3, unable to continue release. Then replace other new stent to complete the operation. There was no patient injury. The product was stored per labelling.

Manufacturer narrative:
Additional information was received: it was further clarified that the 7x40mm precise stent was removed completed from the patient after it could not deploy, and the 7x40mm stent was not implanted in the patient. The 7x30mm jnj stent was implanted inside the lesion only. ¿when the precise 7 x 40mm stent wanted to release, the stent failed to release and didn¿t appose to the vessel wall, then made the guiding up to the top, found the a small part of stent failed to withdraw. Then the surgeon decided withdraw the entire stent system, the patient no injury and then replaced the 7 x 30mm stent to treat lesion. Full release.¿ complaint conclusion: during the operation, when the surgeon released the stent and the "transfer rod was disarticulated", after finishing transfer rod to deliver found the stent only release 1/3, unable to continue release. Then replaced with other new stent to complete the operation. There was no patient injury. The product was stored per labelling. The transfer rod was confirmed as the hypotube of the device. However, it was reported that ¿disarticulated¿ was delivering the stent. The hypotube was reportedly not fractured into two pieces and a piece of the device did not remain inside the patient. The product was stored, inspected, handled, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was stent implantation into the internal carotid artery with a stenosis rate of 90%. The lesion was not calcified or tortuous. An 8f guiding catheter was used with the precise pro rx stent. The stent delivery system (sds) did not pass through any acute bends or a previously placed stent. The tuohy borst valve was closed prior to removal from the tray. There was no difficulty encountered while advancing the sds to the lesion, and no unusual force was used. There was no thrombus around or at the lesion, and there was no difficulty noted while crossing the lesion. The user maintained fixed inner shaft position during deployment, however, the slack was not removed prior to deployment. It was reported that the 1/3 that did deploy did not appose to the vessel wall. The physician just withdrew the stent and replaced it with another product (jnj 7x30mm stent) to complete the operation. No additional intervention was performed to remove the sds. It was further clarified that the 7x40mm precise stent was removed completed from the patient after it could not deploy, and the 7x40mm stent was not implanted in the patient. The 7x30mm jnj stent was implanted inside the lesion only. ¿when the precise 7 x 40mm stent wanted to release, the stent failed to release and didn¿t appose to the vessel wall, then made the guiding up to the top, found the a small part of stent failed to withdraw. Then the surgeon decided withdraw the entire stent system, the patient no injury and then replaced the 7 x 30mm stent to treat lesion. Full release.¿ the product was returned for analysis. One non-sterile precise pro rx ous carotid system, 5f, 7mm x 40mm, 135 cm sds was returned. Per visual analysis the unit was received deployed and the hemostasis valve was open. The stent was not returned. The outer body was found to be separated at 22cm from brite tip. No other damages were found on the received unit. Functional analysis was not performed due to the condition the unit was returned in. Per dimensional analysis the stroke length could not be measured due to the separated condition found on the precise outer body. The catheter body od and ID were measured near to the separated condition and were found to be within specification. Per sem analysis the separated section of the outer member revealed evidence of material transfer from outer member distal section and damages. Since evidence of material transfer was found at the separated area it can be concluded that the catheter distal section was fused to the catheter body at a certain time. No other issues were noted during the sem analysis. A device history record (DHR) review of lot 17286331 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stainless steel hypotube (inner shaft) - fractured-during use¿ was not confirmed through analysis of the returned device as the hypotube showed no damage. The exact cause of the event could not be determined during analysis. The reported ¿stent delivery system (sds) - deployment difficulty-unable¿ was confirmed through analysis of the returned device, as the outer member was returned separated from the pod. According to the IFU ¿advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque inner shaft markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method).¿ the cause of the separation found on the received precise could not be conclusively determined during the analysis. A risk assessment has been opened to further investigate this issue.

Manufacturer narrative:
The device was received for analysis. The product analysis, DHR and additional information are pending and will be submitted within 30 days upon receipt. Additional information was received: the transfer rod was confirmed as the hypotube of the device. However, it was reported that ¿disarticulated¿ was delivering the stent. The hypotube was reportedly not fractured into two pieces and a piece of the device did not remain inside the patient. The product was stored, inspected, handled, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the stent delivery system prior to use. The intended procedure was stent implantation into the internal carotid artery with a stenosis rate of 90%. The lesion was not calcified or tortuous. An 8f guiding catheter was used with the precise pro rx stent. The stent delivery system (sds) did not pass through any acute bends or a previously placed stent. The tuohy borst valve was closed prior to removal from the tray. There was no difficulty encountered while advancing the sds to the lesion, and no unusual force was used. There was no thrombus around or at the lesion, and there was no difficulty noted while crossing the lesion. The user maintained fixed inner shaft position during deployment, however, the slack was not removed prior to deployement. It was reported that the 1/3 that did deploy did not appose to the vessel wall. The physician just withdrew the stent and replaced it with another product (jnj 7x30mm stent) to complete the operation. No additional intervention was performed to remove the sds.